Manufacturer narrative:
The customer¿s stated issue of pump module accuracy - low during pm was not confirmed through testing. Physical inspection of the device noted the mechanism assembly was in good condition with no discrepancies noted. There were no observations of fluid ingress in the bezel or rear case. There was no contamination observed on the electronic or mechanical components. The platen assembly, both pressure sensors, and one male iui screw were missing. Review of the pump module error log shows no malfunctions on the suspected event date of (B)(6) 2020. The fact that this event took place during preventive maintenance testing means hat the device was connected to asm and in maintenance mode. Therefore, the logs show keypresses as false. When some tasks are started in maintenance mode, a ¿not for human use¿ message is recorded in the device logs. The pump module was powered on at 11:24 am and then, at 11:37 am, each of the keys were pressed, indicating that the device was connected to a pcu in maintenance mode and testing was performed. At 11:43:01 am and 11:43:03 am, two ¿not for human use¿ alerts were recorded in the device log. The missing parts were replaced. Rate accuracy testing performed found the device operating out of specification. The pump module was recalibrated and the vpmr was changed from 154.1 to 167.6. The proximate cause of the customer¿s report is improperly-performed calibration. Device history review: review of the sn: (B)(4) service history record showed that the device had a manufacture date of 01/07/2015. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(4) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the device had an accuracy - low (volume, temp, pressure) issue during preventative maintenance. There was no patient involved.